Event description:
The hospital reported a malfunction that resulted in high co2 delivery. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The disposable canister was replaced to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).